Event description:
During a colon resection procedure, the instrument was difficult to remove from the tissue. The surgeon applied another device to transect the jammed unit off the tissue. The hosp has reported that the pt's status is satisfactory.